Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 586 mg/dl. Reportedly, the cause was unknown, however the customer did not have use of the non-tandem continuous glucose monitor (cgm), which customer alleged contributed to the bg level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an unspecified intravenous treatment, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved.